Event description:
(B) (4) study. Same case as 2134265-2010-02870. It was reported that following a carotid artery stenting procedure the patient experienced a stroke.the target lesion was located in the ostium of the right internal carotid artery with 90% stenosis, a length of 20 mm, and a reference vessel diameter of 9 mm. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 0%. 1 day post procedure, the patient experienced a stroke pre-discharge. The patient experienced hemiparesis. A CT scan determined this event to be an ischemic stroke. The event resolved without residual effects and the patient was discharged the next day.

Manufacturer narrative:
(B) (6). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.